Event description:
It was reported that this patient was hospitalized for fluid retention. The patient was experiencing draining slowly messages on the liberty select cycler. A cycler replacement was issued at the request of the peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow-up with the pdrn. The patient was hospitalized on (B)(6) 2024 due to shortness of breath and fluid retention. The patient was discharged on (B)(6) 2024. The cause of the fluid retention was a pd prescription issue. The patient had been completing two exchanges during treatment; however, it resulted in not having enough fluid removed. The patient¿s prescription was changed to four exchanges which resolved the issue. The issue was the patient¿s prescription only and had nothing to do with the liberty select cycler. Nothing else was changed aside from the number of exchanges per treatment. The patient is doing well and continues to complete treatment using the liberty select cycler.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The cycler was found to have insect infestation in pump door, the cycler will be quarantined, and an investigation cannot be performed. Upon completion of the evaluation, the event is unconfirmed.

Event description:
It was reported that this patient was hospitalized for fluid retention. The patient was experiencing draining slowly messages on the liberty select cycler. A cycler replacement was issued at the request of the peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow-up with the pdrn. The patient was hospitalized on (B)(6) 2024 due to shortness of breath and fluid retention. The patient was discharged on (B)(6) 2024. The cause of the fluid retention was a pd prescription issue. The patient had been completing two exchanges during treatment; however, it resulted in not having enough fluid removed. The patient¿s prescription was changed to four exchanges which resolved the issue. The issue was the patient¿s prescription only and had nothing to do with the liberty select cycler. Nothing else was changed aside from the number of exchanges per treatment. The patient is doing well and continues to complete treatment using the liberty select cycler.